Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole approximately 6.5 mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was kinked at several locations along its length. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was an area of in-stent restenosis (isr) located in a coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured at 10atm. A calcified nodule was observed under intravascular ultrasound and was suspected to be the cause. The device was removed from the patient's body and the procedure was completed with a 3.5 flextome¿ balloon catheter followed by a drug coated balloon. No patient complications reported.